Event description:
Trumble, t.e., et al. (2000). Displaced scaphoid fractures treated with open reduction and internal fixation with a cannulated screw. The journal of bone and joint surgery 82-a(5), 633- 641. A retrospective study was done at (B)(6) medical center to determine if the accuracy of screw placement was improved with a competitor cannulated screw compared with the use of the ao/asif cannulated screw. The study was carried out from 1990 to 1997 with 19 patients as group one using the 3.5 millimeter cannulated ao/asif screw (synthes, paoli, pennsylvania). Group two of the study was carried out from 1993 through 1997 with 16 patients using a competitor cannulated screw. The patients involved in the study had acute displaced fractures of the waist of the scaphoid treated with open reduction and internal fixation with a cannulated screw (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).